Event description:
The pt received his scs system on (B)(6) 2007. It was reported that the pt no longer had stimulation. The pt received a new transmitter, with no success. F/u on the pt revealed the pt is scheduled for an explant. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.